Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump load cartridge step pushed insulin out of the cartridge. The patient stated that the issue occurred twice when trying to change out the supplies and confirmed being disconnected from the site during the process. This report is made based on the allegation that the pump dispense insulin during the load cartridge phase.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during investigation the load step malfunction was verified in the black box, but not duplicated. A rewind, load, and prime were performed with no loss of prime. Pump was exercised for 24 hours with no loss of prime. Force sensor calibration was out of specifications, low. There was visible corrosion on display. Leak test failed due to display lens leak. Removed pump from case. The force sensor was corroded. Removed force sensor. The inside of the force sensor and force sensor plate were corroded. Force sensor resistance reading was high in pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.